Manufacturer narrative:
The patient sample was received for further investigation. An interference factor could not be completely excluded in the patient sample. Based on the measured results, a product problem could not be found. The investigation is currently ongoing.

Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations of the sample could not detect the presence of an interfering factor. The investigation was unable to find a definitive root cause. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys ft3 iii (ft3 iii) result for 1 patient sample tested on a cobas e 801 module. The customer provided the patient sample for investigation and it was tested on a cobas e601 module, a cobas e 411 immunoassay analyzer, and a cobas 8000 e 801 module at the investigation site. The customer also had the patient sample tested on a centaur. Please refer to the attachment to this medwatch. Discrepant results are highlighted. It was unknown if the erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The e601 module serial number used at the investigation site was (B)(4). The e411 analyzer serial number used at the investigation site was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The ft3 iii reagent lot number used at the investigation site with the e601 module was 227945 with an expiration date of 30-sep-2018. The ft3 iii reagent lot number used at the investigation site with the e411 analyzer was 257857 with an expiration date of 31-jul-2018. The ft3 iii reagent lot number used at the investigation site with the e801 was 257824 with an expiration date of 31-oct-2018. The serial number for the customer's cobas e801 was not provided. The investigation is currently ongoing.